Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10. Additional information: e1(event site telephone: (B)(6). It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "autofill failure alarm". A getinge field service engineer (fse) found that ¿filter, vacuum inlet is dirty, causing unstable vacuum pressure circulation. Must be removed and cleaned again. The machine will then be able to function normally. Check the entire system of the machine according to the period of use every 6 months.there was no involvement of the patient.

Event description:
N/a.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.